Event description:
Caller reported an issue with the pixel display on a pump, which affected their ability to interact with the device. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.